Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the flex assembly on the patient side cart (psc) due to error 23103. The system was tested and verified as ready for use. Isi received the flex assembly, but analysis has not been completed. A follow-up MDR will be submitted when analysis is completed and if additional information is received. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 23103, pointing to the flex on armnet #1. This complaint is considered a reportable malfunction due to the following conclusion: unavailability of an arm after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered error 23103 on arm #1. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and found error 23103 pointing to the flex. The customer disabled armnet #1. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter (da vinci coordinator) and confirmed that the procedure was completed robotically without using arm #1 with no injury to the patient.

Manufacturer narrative:
The flex assembly has been returned and evaluated by the failure analysis team. The unit was installed into the test system and it triggered error 23103 during system startup. Visual inspection did not find any issues.

Event description:
Refer to h10/h11 for follow-up information.